Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed and was determined to be use related. One 0.018 in. X 50 cm nitinol guidewire and one 5 fr triple lumen powerpicc provena catheter with a stiffening stylet and t-lock inserted were returned for evaluation. An initial visual observation showed use residue on the returned sample. A knot was observed in the guidewire approximately 8 mm proximal to its distal tip. The solid wire at the proximal end of the guidewire was observed to have multiple slight curves in the material. Multiple bends were observed in the stiffening stylet within the catheter. No breaks were observed in the guidewire or stylet during tactile evaluation. A microscopic observation revealed the coils of the portion of the guidewire that was knotted were slightly disjointed and the core wire could be seen between the disjointed coils. One coil of the guidewire within the knot was observed to be misaligned. A relatively large amount of biological residue was observed on the knot in the guidewire. The weld tip of both the guidewire and the stylet were observed to be present and intact. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance. The product IFU states: ¿do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that because resistance was felt when the catheter was inserted approximately 20 cm, the catheter was removed once. Resistance was felt when the guidewire was inserted again after removing the catheter once. Therefore, the guidewire was removed, and it was found that the guidewire was knotted. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that because resistance was felt when the catheter was inserted approximately 20 cm, the catheter was removed once. Resistance was felt when the guidewire was inserted again after removing the catheter once. Therefore, the guidewire was removed, and it was found that the guidewire was knotted. There was no reported patient injury.